Event description:
A few days after admission on (B)(6) 2020 the patient was discharged at home and placed on the national emergency heart transplant list.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported wound dehiscence and the patient's progressive driveline infection could not be conclusively determined through this investigation. It was reported that the patient ultimately received a heart transplant on (B)(6) 2020 (refer to MFR#2916596-2021-00692). The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists wound dehiscence and driveline infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's initial admission for infection is referenced in manufacturer report number #2916596-2018-04646. The patient's heart transplant due to driveline infection is referenced in manufacturer report number #2916596-2021-00692. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that positron emission tomography imaging revealed patient's chronic driveline infection had progressed and wound dehisced despite antibiotics (amoxicillin). The patient was initially admitted for driveline infection in (B)(6) 2017. The patient was admitted (B)(6) 2020 for emergency heart transplant. The patient was transplanted on (B)(6) 2020. The pump will not be returned.